Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior minimal invasive transforaminal lumbar interbody fusion due to herniated disc at l4/5 level. Intra-op, when physician was removing the tap from the vertebral body, part of the guide wire remained spanning the anterior two thirds of the l4 vertebral body. At some point while tapping the guide wire severed. The guide wire was placed into the vertebral body through the right l4 pedicle and it broke off and remained inside the l4 vertebral body. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
X-ray review results: post-op lateral x-ray is intra-op image provided for l4-5 minimally invasive tlif. A k wire tip is present. The most likely reason for k-wire fracture is advancing tap at a different angle than the k-wire causing it to bend and fracture. Root cause: surgical technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.